Event description:
It was initially reported the pump and catheter were explanted on (B)(6) 2011 due to infection. An abdominal wall abscess was noted. It was later reported the patient experienced an infected abdominal wound. Drainage was noted at the abdominal incision site. The event severity was reported to be severe; the patient was hospitalized. On (B)(6) 2011, the administration of vancomycin 2000 mg intravenous every 12 hours was provided as an intervention. The patient outcome was noted as resolved without sequelae as of (B)(6) 2011. The pump was delivering morphine, baclofen, bupivacaine, clonidine, and droperidol.

Manufacturer narrative:
Catheter model 8709 lot# n259981007. Final device analysis of the pump revealed no anomaly; normal device function. The pump connector with proximal segment + 2 different pieces of catheter segments were returned including distal segment to distal tip. A v-wing anchor, proximal and distal strain relief sleeves were also returned. Final analysis of the catheter revealed no significant anomaly; acceptable catheter testing. The segments passed pressure and patency testing.